Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an allegation that the device required a new ac power socket. There was no harm or injury reported. The device was returned to a third-party service center, the customer's complaint was confirmed, and the device failed a test step. The device's ac connector and oxygen blending module board were replaced to address the issue.